Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side implant rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side implant rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold and broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified wear abrasion, stress marks, and a sharp crease opening. Based on the device analysis the final assessment was a sharp broken crease on radius assessed as fold flaw opening.